Event description:
The complaint was reported as: the customer alleges that upon opening the kit; the ampules of drugs were broken. No report of a pt or user injury. No report of a delay in treatment.

Manufacturer narrative:
A visual, functional and dimensional examination could not be performed as no sample was returned by the customer for investigation. A device history record review was performed on the 5 ml ampule of lidocaine with epinephrine and the 5 ml ampule of lidocaine with no findings relevant to this complaint. The customer report states that the medical ampules were found broken upon opening the sealed kit. Complaint verifications testing could not be performed because no sample was returned for analysis. The device history records for the kit, the 5 ml ampule of lidocaine with epinephrine, and the 5 ml ampule of lidocaine were reviewed with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of a broken medical ampule could not be determined based upon the information provided and without a sample.